Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple spots were unable to accept cubie pockets. A field service engineer (fse) found a small piece of plastic blocking one spot. Another spot that was reported worked fine, and the last spot had a clip on the row board that had twisted and was stuck in the release position. The fse fixed the clip. The fse observed that the full-height drawer 4 fascia mount was broken. The metal face that the plastic fascia mounted to had broken from the drawer assembly. The spot welds had broken. The drawer assembly needed to be replaced. The fse installed a new drawer assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main 3.1 drawer won't accept cubies in b3, c3 and d3. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.